Manufacturer narrative:
One device was returned for evaluation. Service history review identified this device has not been in for service previously. Visual inspection found crack on top case, bottom case, and plunger case. The pump was functionally tested and no evidence of a hardware issue that could contribute to the reported primary audible alarm was found. Unable to duplicate the acu watchdog alarm or the primary audible alarm. No repair needed due no problem found on speaker. Device passed all the functional tests.

Event description:
It was reported that the device had a primary audible issue. The speaker was replaced and the j9 connections were secured multiple times, but the error would still occur a few days to weeks later. It needs a new main board. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.